Event description:
It was reported that during the mapping of the heart, the pt experienced ventricular fibrillation after ventricular premature conduction. The blood pressure of the pt decreased and as a result the physician performed intra-aortic balloon pumping which brought the blood pressure back to normal. After stabilization of blood pressure, the physician continued with the procedure. However, the ventricular fibrillation and ventricular tachycardia repeated over and over again and at which point the procedure was terminated. It was reported that the event was not device or procedure related. Patient was reported to be in stable condition.